Event description:
It was reported that the patient presented in clinic for follow-up. Chest x-ray found that the patient's leadless pacemaker (lp) dislodged. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's leadless pacemaker (lp) was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of device dislodgment was not confirmed. Final analysis found no anomaly on the outer or inner helix; the helix lengths were within specification. Analysis returned normal.